Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 2396 - sore throat.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. According to the patient, on (B)(6) 2025, early in the morning, the parent was preparing for work and still at home. The patient was not feeling okay, she was vomiting and hardly breathing. The cgm reading was 89 mg/dl and the first bg reading showed high and the 2nd was high too. The patient was treated by the parent with zofran (anti-nausea medication). The patient continued vomiting so the parent took her to the hospital. Around 5:30 am, they arrived at the hospital and the patient was treated with intravenous (IV) saline and insulin drip. There was no pediatrician available, so the patient was referred to the 2nd hospital via ambulance. When they arrived at the second hospital, they took a bg reading which was 608 mg/dl. They performed an electrocardiogram (EKG) for her heart because her potassium was high and also performed an arteriovenous graft to monitor her blood glucose closely. The patient¿s throat was hurting, and the patient was treated with azithromycin (antibiotic) and their white blood cells were high. They continued the medication with normal saline, regular insulin and proton inhibitors. The patient was slept for 10 hours. During their stay at the hospital, the patient¿s bg and EKG was monitored every hour. The bg reading was decreasing slowly to 235 mg/dl. The doctor provided dextrose with sugar water (diabetes management) and when she woke up the bg was stable, and she was allowed to eat her dinner around 11:00 pm. The patient was hospitalized from (B)(6) 2025 around 5:30 am to (B)(6) 2025 around 2:30 in the morning. At the time of the report the patient was stable and okay. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.